Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit (esu/generator, model vio 3, part number (p/n) 10160-000, serial number (B)(6) system was involved in a patient incident during or upon the treatment of angiodysplasia in the cecum. A neutral electrode from an unknown manufacturer was attached to the right flank. A fiapc probe was used in the procedure. No information was provided in regards to any other accessory used or the equipment settings. While or after using argon plasma coagulation, a two (2) mm ulcer occurred. Therefore, a clip was used to prevent bleeding.

Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested (note: the fiapc probe was not available for an evaluation.). A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both units. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. There are many possible factors (e.g., the setting was too high, the application time was too long, etc.) Involved in the reported incident. In conclusion, no determination could be made as to the cause of the event. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.